Event description:
It was reported that the customer was on a diet and has not been bolusing since she has not been eating many carbs. Customer went to change out the infusion set and it squirts out continuously. Customer changed the set and stated that it is still happening. Customer's blood glucose level was 335 mg/dl. Customer received a compromised force sensor system alarm. Customer stated that the pump was neither stuck in prime or rewind. Bolus amount was not recorded in the bolus history. Insulin pump will need to be replaced. No further assistance needed.

Manufacturer narrative:
The pump was received with an alarm during the occlusion test due to a faulty force sensor. The pump also had a cracked lcd window, a cracked case at display window corners, broken battery tube threads, a cracked reservoir tube lip, a cracked case at the reservoir tube window corners, and a stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.